Manufacturer narrative:
It was reported that liquid and corrosion was found on the ventilator's inspiratory and expiratory pressure transducer printed circuit boards. There was no patient involvement. Pictures confirm reported issue. Our field service engineer (fse) was on site to investigate the issue further and replaced inspiratory and expiratory pressure transducer printed circuit boards. . After replacing the pcbs, the ventilator passed all functional and safety test and was returned for clinical use. The replaced parts were not returned for investigation since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits that might lead to a ventilator malfunction. Moreover, there is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Since no parts could be investigated further, the root cause of the issue has not been determined, however one cause can be that the device was not adequate maintained or mounted.

Event description:
It was reported that liquid was found on the ventilator's inspiratory and expiratory pressure transducer printed circuit boards. There was no patient involvement. Manufacturer's ref.#: (B)(4).